Event description:
Lupus (unspecified) [systemic lupus erythematosus]. Muscle aches in shoulder and neck [myalgia]. Hives (painful, itchy, endemic hives) [urticaria]. Case description: spontaneous report was received on (B)(4) 2012, from a (B)(6) female patient, initials (B)(6), with joint pain. The patient's medical history was significant for bad bus accident that hurt her back, broke her coccyx and bruised her hip 13 years ago. She was given anti-inflammatory drug, called relavint, for four years, but if she ate certain things she would get hives. She took zyrtec (cetirizine) and the hives resolved. After the accident, the patient had high blood pressure, high cholesterol. The patient also had hives if she took any nsaid (nonsteroidal anti-inflammatory drugs) product and motrin. She could not take aspirin. In (B)(6) 2011, the patient had a flu shot. On (B)(6) 2011, the patient initiated treatment with synvisc one (hylan g-f 20) injection, 6ml, once in right knee. The lot number of synvisc-one was not provided. On an unspecified date in (B)(6) 2011, shortly after receiving synvisc once, the patient started having hives that "didn't come out at all once". She took chlortrimeton (chlorphenamine maleate) and the hives went away. Around (B)(6) in (B)(6) 2011, the hives started getting progressively worse and chlortrimeton did not work. The patient described the hives as painful, itchy, endemic hives, about the size of a tennis ball on her elbows, ankles legs and back. In (B)(6) 2012, the patient was tested positive for antibiotics for lupus, but negative for any other tests for lupus. The rheumatologist gave her plaquenil (hydroxychloroquine sulfate) to use for her hives and she stopped it as she experienced muscle aches in her shoulder and neck. She started doxepin and continued antihistamine therapy. The hives had calmed down, but she still woke up with itching and felt like a sunburn. Test for food allergies and wheat was done. It was reported that in right knee after the synvisc-one injection she did not have any signs of problems and helped her joint pain. The events of lupus (unspecified), hives (painful, itchy, endemic hives) and muscle aches in shoulder and neck had not yet recovered. Relevant concomitant medications reported include diovan (valsartan), terazosin (terazosin hydrochloride), nsaid's and motrin (ibuprofen). The intensity for the events of lupus (unspecified), hives (painful, itchy, endemic hives) and muscle aches in shoulder and neck was not provided. The qa (quality assurance) investigation results were received on (B)(6) 2012. Additional information was received on (B)(4) 2012, from the physician. It was reported that the patient had moderate osteoarthritis of right knee from two years. The patient's medical history was significant for allergy to non-steroidal anti-inflammatory drugs. On an unspecified date, the event of muscle aches in shoulder and neck recovered. The outcome for the event of lupus (unspecified) was not yet recovered. The intensity for the events of lupus (unspecified), hives (painful, itchy, endemic hives) and muscle aches in shoulder and neck was assessed as severe. The reporting physician assessed the relationship between synvisc one and the events of lupus (unspecified) and hives (painful, itchy, endemic hives) as possible.

Manufacturer narrative:
Additional information was received on (B)(4) 2012, from the physician. It was reported that the patient had moderate osteoarthritis of right knee from two years. The patient's medical history was significant for allergy to non-steroidal anti-inflammatory drugs. On an unspecified date, the event of muscle aches in shoulder and neck recovered. The outcome for the event of lupus (unspecified) was not yet recovered. The intensity for the events of lupus (unspecified), hives (painful, itchy, endemic hives) and muscle aches in shoulder and neck was assessed as severe. The reporting physician assessed the relationship between synvisc one and the events of lupus (unspecified) and hives (painful, itchy, endemic hives) as possible. Manufacturer's comment: the benefit-risk relationship of the product is not affected by this report. Evaluation summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.